Event description:
(B)(4) was rec'd, a copy will be included with the report. This is 1 of 14 reports for the same event. Pt had surgery (B)(6) 2012 for orif of right ankle. The pt in the surgery rec'd one 10-hole plate and total of 13 screws. During the surgery on (B)(6) 2012, the pt rec'd two oblique cancellus screws that were 60mm screws. The pt reported pain to her surgeon during her office visits after the surgery and on (B)(6) 2012, the pt had MRI scan done which showed ununited medial malleolar fracture. The pt reported increased pain and surgery was planned. On (B)(6) 2012, the pt underwent surgery for arthroscopy of right ankle, chondroplasty of tibial plafond and talus and removal of deep implants from medial malleolus. Two medium malleolar screws were removed. The surgeon described during the surgery that the cortical bone on the medial malleolus itself was fully healed and he did not reapply the two remove screws as he did not think it would benefit the pt. The pt was discharged after same day surgery with no injury reported. The screws were documented as "small fragment set".

Manufacturer narrative:
Additional narrative: this screw is whole and intact. The drive is lightly damaged, consistent with normal use. There are small areas of abrasion/wear on the top of the head and the band. The bottom of the head is in good condition. The flank of the first thread has some light markings. There are two threads with slight impact marks at approx. 15mm from the tip that do not affect profile. The tip is in good condition. The pertinent dimensions checked are within specifications. Because no part number nor lot number were provided, a finite evaluation could not be performed. The screw is designed for the temporary fixation of bone fragments either with the assistance of a plate or stand alone. The screws returned did not fail mechanically. Upon removal of the hardware, due to patient discomfort, the surgeon reported that the fracture appeared to have healed and did not reapply new hardware. The complaint is not hardware related. The exact circumstances that led to the patients discomfort or the manner in which the screws were actually implanted is unknown.

Manufacturer narrative:
Subject device has been rec'd and is currently in the eval process. Investigation is on-going; no conclusion could be drawn.